Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient's mother called regarding the infusion set recall. Mother stated patient's blood glucose has been elevated. On call back on (B)(6) 2011, patient's mother reported that she stated to the agent that the patient's a1c had risen; no results were provided. Mother stated the patient's blood glucose readings are "all over the board." Mother was unable to provide any specific reading or the dates. Mother reported the patient "has a hard time keeping her numbers down whether it was with the old insert, the new insert, or shots." Mother stated the patient had been using the infusion set for 3 months and that one time, the patient reported she had leaking at the infusion site. Mother reported the patient changed the infusion headset. Mother stated the patient never mentioned to her anything about a bent or crimped infusion set cannula. Mother reported patient does not have the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.